Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed unspecified "pacer fault" and "defib fault" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has rec'd the product and will be providing a f/u report when our investigation is completed.